Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during a procedure the t-handle chuck disassembled and it needed to be replaced. The surgery was successfully completed with no surgical delay. There was no patient outcome. The surgeon also said that during his residency, many years ago, while performing an ria 1 procedure, the ria 1 tube assembly became wedged inside of the drive shaft. The tube assembly became tangled up. No other information was provided. This report involves one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4). The complaint, (B)(4), is related to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number added. D9: device returned. H4: manufacture date added. G1: manufacture site updated. H3, h4, h6: the customer reported that for the device 393.10, universal chuck with t-handle the tube assembly wedged inside of drive shaft and the tube assembly got tangled up. The repair technician reported that unit was disassembled when received, device had a damaged component and cannot be repaired. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot: part: 393.10. Lot : l391825. Release to warehouse date : 08.aug.2017. Expiration date : na. Supplier: na. Manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.